Event description:
High pressure contrast tubing ruptured at hub connector spraying entire room with bloody contrast over personnel including directly into eyes of the one of the techs. The tech at once left the case to flush out her eyes and contacts.

Manufacturer narrative:
As a part of a review of the current quality system, a complaint was found that should have been reported upon initial notification of the issue. Previous personnel overlooked the reportable complaint; therefore, it is now being addressed and reported. There was no patient injury associated with this issue; rather this complaint is being reported due to risk to clinician's safety. The root cause is that there was a weakness in the tubing that when pressured fluid was flown through, the weak point failed and resulted in a hole. The high-pressure tubing is supplied to argon through a vendor. This issue is considered a relatively isolated incident. There have been 5 total incidents (including this complaint) for ruptured braided high-pressure lines since 2002; however, this is the only incident that has been reportable. The earliest of these 5 issues in (B)(6) 2004. (B)(4). As an added assurance that this was an isolated incident, a subsequent protocol was reviewed that tested the integrity of the high-pressure lines. A total of 450 samples were tested in which one of the tests was a 1200 psi static pressure test. All the test samples passed this test confirming that the high-pressure lines can withstand at least 1200 psi. Also, this type of incident has not been reported within the last 18 months. Therefore, this is considered an isolated incident that is well within the 0.65% aql acceptance levels that we hold for critical devices. No corrective action will be taken at this time. This complaint was initially overlooked as a reportable incident. This complaint is considered an isolated incident and no corrective action will be taken. Future complaints will be monitored for similar complaints to ensure that this incident truly is an isolated incident.